Manufacturer narrative:
An event of "moderate regurgitation reported due to incomplete coaptation" was reported. Gross morphological and histopathological examination found a distortion of stent post 3, tears in all three leaflets and at stent posts 2 and 3 there was fibrous pannus ingrowth on the inflow surface narrowing the inflow diameter, with focal thin fibrous pannus on the outflow surface of leaflet 2 and an incision in leaflet 2. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, it is consistent with a bent stent post, tears and pannus ingrowth.

Event description:
On (B)(6) 2014, an aortic valve replacement (avr) was performed and this 21mm trifecta valve was implanted. In 2016, moderate regurgitation was confirmed and reported to be secondary to incomplete coaptation. On (B)(6) 2017, a re-do avr was performed and this valve was explanted. Upon explant, one of the stent posts was observed to be deformed/bent inward. The valve was replaced with a 21mm carpentier-edwards perimount magna ease aortic heart valve. The patient was reported to be doing well post-op. Patient weight is not available for this complaint. No additional information is expected.

Event description:
On (B)(6), an aortic valve replacement (avr) was performed and this 21mm trifecta valve was implanted. In 2016, moderate regurgitation was confirmed to be present due to incomplete coaptation. On (B)(6), a re-do avr was performed and this valve was explanted. Upon explant, one of the stent posts was observed to be deformed/bent inward. The valve was replaced with a 21mm carpentier-edwards perimount magna ease aortic heart valve. The patient was reported to be doing well post-op. No additional information is expected.